Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had dislodged. During the revision procedure, several attempts were made to reposition the lead, but the lead either became dislodged or had poor thresholds. The lead was noted to have retained an "unnatural shape" post dislodgement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
The patient later reported that the physician indicated that "big chunks were missing out of the lead."